Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant, the physician experienced difficulty with the helix mechanism of the right atrial (ra) lead. The ra lead was removed and replaced successfully. No patient complications have been reported as a result of this event.